Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens in the left eye using the ez-28 inserter. During insertion, the physician noticed that the haptic punctured the posterior capsular bag resulting in loss of vitreous. The lens was removed and a vitrectomy was performed. The physician elected not to replace the lens with a second iol. Reference MFR 1119279-2010-00119.

Manufacturer narrative:
The delivery device (ez-28) was not returned to bausch + lomb. .